Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with bolus on insulin pump and glucose tablets for high blood glucose. Customer stated that they had a couple of incidents with the quick sets. Customer stated that auto mode was not active. The insulin pump will not be returned for analysis.